Event description:
A low advia centaur xp afp result was obtained on a patient sample and reported to the physician. The physician questioned the results and a patient redraw sample was tested and repeated in triplicate. The low results were considered discordant when compared to an alternate test method. There was no report of patient treatment being prescribed or altered and there was no report of adverse health consequences due to the discordant advia centaur xp afp results.

Manufacturer narrative:
The cause for the discordant advia centaur xp afp results is unknown. There is no sample available for further investigation. The instrument is performing within specification. The information for use (IFU) states in the intended use section: "warning: "use afp results only as part of the overall clinical evaluation of a patient. Do not use afp results as the only criterion for diagnosis."